Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for 'small pinhole in the side of sheath' based on the video provided. Sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely cause can be sheath damaged during use as the leak was not noticed during sheath preparation. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: staff rt. (R). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon removal of the sheath, it was noted to have a small pinhole in the side of sheath. The estimated blood loss was less than 250cc. There was no patient injury. Additional information was received on 12feb2025: it was a lower leg extremity with intervention. Sheath was in the whole time, and the case was successful. Patient was stable. Patient did have bilateral iliac stents, which raised the bifurcation. Silver ptx was delivered. Additional information was received on 26feb2025: the leak was not noticed until removal.